Manufacturer narrative:
Philips service temporarily replaced fuse and fuse holder. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system startup failure due to defective fuse and fuse holder on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.